Event description:
It was reported that the patient underwent a bypass of the saphenous vein 10 days prior to an infarction which was discovered on (B)(6), 2011. The balance middleweight (bmw) guide wire was inserted into the tightly stenosed bypass. Pre-dilatation with an unknown balloon catheter was unsuccessful and the balloon was withdrawn. During removal of the bmw guide wire, resistance was noted, although angiography did not reveal any issues. The physician continued to retract the guide wire at which time the device separated into two portions, with approximately 30 cm of the distal end remaining in the anatomy. The procedure continued with treatment of the infarction and three unknown stents were implanted. Afterwards, using a goose-neck snare device, the separated portion of the bmw guide wire was successfully retrieved from the patient anatomy. It was noted that the procedure was prolonged due to the separated device. No additional information was provided.

Event description:
Subsequent to the initial MDR being filed, four sterile representative bmw guide wires with the same part and lot # as the reported device were received for analysis.

Manufacturer narrative:
(B)(4). There were four unopened guide wires returned with no blood or contrast visible which is consistent with the guide wires not being used in the patient. After the unopened guide wires were numbered one through four on each pouch, visual, dimensional and functional tests were performed. There were no damages found on the guide wires during analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to resistance while in the lesion may include, but are not limited to: patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. It was reported that the guide wire was inserted into the tightly stenosed bypass which could have contributed to the difficulty as explained above. Guide wire core separation can occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the separation. A hypotube being over-pulled or over-bent would require it to be trapped within the lesion anatomy and/or another device in order to create the required forces to cause a separation. Guide wires are fragile and it is possible that during removal of the wire from the dispenser hoop or preparation of the wire for use, a bend could occur that later leads to a fracture. In this case, it appears that the reported guide wire separation was likely the result of the reported resistance. The guide wire was not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after being loaded into the dispenser, performs non-destructive hypotube junction pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on-line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported resistance and guide wire separation appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.